Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer's insulin pump had unexpectedly gone blank. It was reported that the customer was also having low blood glucose levels. It was reported that the customer's levels had dropped to 36mg/dl. It was reported that the customer's blood glucose level at the time of incident was 311.4mg/dl. Troubleshoot was reported to be conducted for off no power alert. It was reported that he device would be replaced and returned for analysis.